Event description:
Patient stated that when she attached her cassette a short while ago and tried to prime the tubing, it wouldn't prime. Patient also stated that 2 days ago, the same pump alarmed that her cassette was empty when it was only halfway and she had to waste that medicine and do another mix immediately. Patient denied any side effects from the malfunctioning pump, as both times, she was able to switch to her other pump fairly quickly. A new pump will be sent to patient for delivery tomorrow (if saturday delivery is available), otherwise, pump will be couriered; patient will prefer to sign for package. A return box will also be sent so that patient may return the pump. Dose or amount: 84 ng/kg/min. Frequency: every 48 hours. Route: intravenous. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.